Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct the initially reported g3 date. The aware date of this correction is 30apr2025. Upon an internal review it was found that the incorrect date was submitted in section g3 due to the incorrect aware date captured within the complaint record. Terumo medical corporation has opened a CAPA to address. The corrected aware date is now reflected in this follow-up.

Event description:
The user facility reported that the 6 french angio-seal could not be deployed. Manual compression was performed. The patient developed a pseudoaneurysm; however, it was unclear if it was connected to the angio-seal issue. There was minor injury to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been improper sheath positioning and deploying it in subcutaneous tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 18dec2024: the physician was unable to deploy the angio-seal. It was suspected that the anchor did not come out and may still be in the sheath.